Event description:
An end user alleged that he developed an eye injury while using the comfortgel nasal mask. The end user had recently undergone corrective surgery on both eyes to repair two torn retinas prior to alleged event. During use, the mask was reported to have slipped out of place, causing air to blow into the pt's right eye and dry it out, resulting in the need for additional surgery to reattach the retina on his right eye. The MFR has requested the return of the mask for eval. To date, no product has been returned. Upon completion of the MFR's investigation, a f/u report will be filed.